Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor used 1 hem-o-lok clip to secure the cystic artery and the patient experienced post-op bleeding." The physician had to conduct a post op procedure for the cystic artery bleeding. The patient's current condition is reported as "fine".